Manufacturer narrative:
(B)(4). The patient underwent surgical procedures to remove some of the mesh on (B)(6) 2009; and on (B)(6) 2010 she had an excision of the mesh, tah, bilateral spo, halban culdoplasty and cystoscopy. (B)(6).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse, stress urinary incontinence, cystocele, enterocele and rectocele.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. A boston scientific lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.